Manufacturer narrative:
(B)(4).

Event description:
The complaint device was not returned for evaluation. However, the data log was provided by the patient data was received but does not reflect product at fault. Problem could not be confirmed the reported event of error icon displayed.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016, that on (B)(6) 2016, the receiver displayed a error 67. There was no report of injury or medical intervention. No additional patient or event information is available.